Event description:
The customer reported a male luer of the clearlink continu-flo solution set, product code 2c8537, lot number unknown, that broke when the customer attempted to remove it from the v-link luer activated device of 6n8378. The male luer of the 2c8537 became stuck in the female luer end of the v-link extension set, product code 6n8378, lot number unknown. Upon attempting to remove the male luer, the tip of the male luer broke off and remained lodged in the end of the v-link. There was some amount of blood that leaked from the patient, but it was only a few drops. The condition occurred while the nurse was injecting a saline flush. The sets were not used with a pump or power injector. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4)evaluation summary:the customer reported condition of "male luer broke when attempting to remove" was confirmed through the visual inspection. The evaluation determined the tip of the broken male luer broke off inside of the v-link extension set. The returned samples were only visually inspected due to them being contaminated with blood.